Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result was < 0.100 miu/ml with a data flag. The initial result was released outside of the laboratory. The initial result was questioned and the patient was sent for a computed tomography (CT) scan for confirmation. The CT scan showed a viable fetus and the patient was discharged from the hospital. The patient sample was retested on a cobas e601 with a result of > 10000 miu/ml with a data flag. The sample was automatically retested with an auto-dilution performed by the analyzer. An hcg+b result of 66761 miu/ml was obtained. The customer attempted to retest the patient sample on the cobas e411, but they received a liquid level detection alarm from the analyzer. The hcg+b results from the cobas e602 was deemed to be correct. The hcg+b reagent lot was 30859906 with an expiration date of 30-may-2019. The sample had a low total sample volume and slight hemolysis and lipemia were noted. The customer stated that the sample had a slight orange color along with slight cloudiness. The customer was not using rack adapters. The analyzer alarm history gave no indication of an issue. The field engineering specialist found that sample probe was damaged which was causing incorrect liquid level detection readings. He replaced the sample probe and adjusted the voltage. The investigation determine the issue was resolved by the service activities performed by the field engineering specialist.